Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray one tray was identified to have small corrugated particles in the container when opened. There was no report of injury or medical intervention

Manufacturer narrative:
A single 10ml tray without top web containing five 10ml syringes was received inside a plastic bag by bd canaan. The samples were reported to be from batch #7208601 (p/n 309605) and were visually evaluated. One of the syringes was found to have a piece of fibrous fm that appeared to be wooden or cardboard in nature attached to the plunger rod near the thumb rest (outside the fluid path). The fm was approximately 1/2 inch in length, which is a rejectable condition per product specification. Another syringe was found to have a crack in the barrel ¿ also a rejectable condition. DHR review for batch 7208601 (p/n 309605): manufacturing date: 08/28/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7208601 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. (B)(4) exists to investigate fm on this machine. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.